Event description:
It was reported that a 72-year-old female patient underwent a breast augmentation revision with a mentor memorygel, 275cc silicone breast implant experienced bilateral silent rupture postoperatively. The issue was diagnosed through physical examination. As a result, patient underwent bilateral replacements as follow: r/cat: 3507275mc, sn: (B)(6) , l/ cat: 3507275mc, sn: (B)(6), on (B)(6) 2023. This report relates to the right side.

Manufacturer narrative:
Suspect device received on (B)(6) 2023. Device evaluation completed on november 09, 2023: the product was returned to mentor for evaluation.  Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 275cc breast implant was found to be ruptured and received in three parts. In addition, an area of shell abrasion was observed on the edges of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time.  As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Reason for device explant and/or reoperation: silent rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).